Event description:
Reporter reported that a male patient indicated he 'had a case of acanthamoeba keratitis' in 2005. Additional information has been requested. A lot number was not provided. The root cause has not been established.

Manufacturer narrative:
Lot number of solution used by patient is unknown. The manufacturer is attempting to contact the patient to obtain details to further our investigation of the lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the centers for disease control and prevention regarding eye infections from acanthamoeba.